Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that there was a lead replacement on (B)(6) 2014. It was noted that there was no known date of significance for (B)(6) 2014. Additional information received reported that the leads needed to be replaced due to original position of the implantable neurostimulator (ins) placement. It was noted that there was too much tension. It was noted that the symptoms were resolved and the gastroparesis was fine.

Event description:
It was reported that there was a malfunctioning device. It was noted that the patient was experiencing abdominal pain, and upon surgical consultation, it was determined that the leads should be replaced. It was noted that the subject underwent surgery to replace the leads, which was performed successfully. It was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well. Additional information was requested but was not available as of the date of this report.